Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. A customer reported unspecified low sensor scans in comparison to readings taken on a competitor brand device. The customer experienced dizziness, was unable to self-treat, and had contact with a healthcare provider who provided unspecified treatment for diagnosis of hyperglycemia. No further details were provided.